Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at her occipital lead (off label use) site and has a bulge in the back of her head. The patient is requesting to have her pns system removed. Surgical intervention may be pending to address this issue.